Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the inner cavity, foam, and plastic bag were punctured at the location corresponding with the position of the stem distal point. The outer sterile cavity and the carton box did not exhibit any damage; the shrink-wrap was intact. Complaint is confirmed. Review of the device history record(s) for item #65771100920, lot #62645348 identified no deviations or anomalies during manufacturing. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device (over 6 years). The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral stem was found to be pierced through the packaging appearing to be unsterile. Attempts have been made and additional information on the reported event is unavailable at this time.